Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting on (B)(6) 2017 outside of normal power operation; one high watt alarm was logged on (B)(6) 2017. Of note, it was reported that the patient was admitted to hospital and treated with thrombolysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed elevated ventricular assist device (vad) power consumption and flow estimation. In addition, the site reported high watt alarms. A preliminary review of the controller log files by the site confirmed the reported increase in power consumption and a high watt alarm. The patient was admitted to hospital and treated with thrombolysis. The vad remains in use. No further information has been provided.